Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited intermittent, high, out-of-range shock impedance measurements of greater than 400 ohms. X-ray imaging was performed, and a slight kink in the electrode as it exited the header was noted. When testing impedance measurements with different maneuvers and postural changes, everything appeared normal. Therapy was programmed off. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted. The patient did not require a new device due to improved ejection fraction. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited intermittent, high, out-of-range shock impedance measurements of greater than 400 ohms. X-ray imaging was performed, and a slight kink in the electrode as it exited the header was noted. When testing impedance measurements with different maneuvers and postural changes, everything appeared normal. Therapy was programmed off. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 7.5 and 13.5 centimeters (cm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the sense a cable conductor was fractured in the areas approximately 6.4 cm from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited intermittent, high, out-of-range shock impedance measurements of greater than 400 ohms. X-ray imaging was performed, and a slight kink in the electrode as it exited the header was noted. When testing impedance measurements with different maneuvers and postural changes, everything appeared normal. Therapy was programmed off. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted. The patient did not require a new device due to improved ejection fraction. No additional adverse patient effects were reported.